Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. System check could not be performed with tandem technical support as occlusion alarms occurred in the past. Customer reported a piece of white septum was present in the syringe during the fill process. Customer changed supplies to address occlusion alarms. Customer¿s blood glucose level was 439 mg/dl.